Event description:
The customer reported the system intermittently will not boot up, or will intermittently boot up in mag (magnified) mode.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer, replaced the hard drive, replaced the image processor circuit board, and reloaded software. System operates as intended.